Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue on the product in a microcentrifuge vial. Visual inspection found the optic and haptic torn, with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens within the same surgery and the problem was resolved.